Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was not given. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).